Event description:
It was reported that when the devide was used during a lung canceer procedure, after firing the device, the surgeon found a side of staples not formed as "b". Another side of staples formed proper "b". So he changed to use another tcr75 and finished the procedure. There was no pt consequence.